Manufacturer narrative:
Citation: kinthala s et al. Embolization of aortic valve leaflet during valve-in-valve transcatheter aortic valve implantation: a case report. Eur heart j case rep. 2020 feb 12;4(1):1-5. Doi: 10.1093/ehjcr/ytaa010. Online publish-ahead-of-print 12 february 2020. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a caucasian male patient who underwent surgical aortic valve replacement with a 27 mm medtronic mosaic. Ten years after mosaic implant (at (B)(6) years of age), transesophageal echocardiography showed left ventricular ejection fraction of 35-40% and severe stenosis and calcification of the mosaic with restricted leaflet mobility. In addition, doppler spectral profile exhibited stenosis of the mosaic with a mean gradient of 34 mmhg. Subsequently, transcatheter valve-in-valve replacement was performed with a 26 mm medtronic evolut r transcatheter valve system. During the valve-in-valve procedure, resistance was encountered when advancing the delivery catheter system (dcs) nosecone across the stenotic mosaic. After the dcs nosecone was introduced into the left ventricle apex, the patient became hypotensive. Transesophageal echocardiography revealed a large mobile echogenic mass (9 mm x 13 mm) that appeared to be moving back and forth from the left ventricle to the aorta through the annulus. Severe intra-valvular regurgitation was also noted. The patient was administered intravenous vasopressors, I notropes, and rapid ventricular pacing. The large mobile mass was no longer seen across the aortic annulus. Then the evolut r was deployed, and hemodynamic stability was attained. Transesophageal echocardiogram and ascending aortogram confirmed no paravalvular leak. The right and left femoral access sites were closed. However, distal left lower extremity pulses were absent at the end of the procedure, so a left iliofemoral angiogram was performed and showed a large filling defect at the femoral bifurcation level. Consequently, open exploration of the femoral artery and an embolectomy were performed, and a leaflet/fragment from the mosaic was removed. The patient was discharged two days later and was without symptoms of heart failure at one-month follow-up. The authors suspect that as the dcs nosecone was advanced across the stenotic mosaic, the leaflet avulsed (tore free) due to mechanical trauma/shear stress causing severe regurgitation and hypotension. No unique device identifier numbers were provided. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.